Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient indicated that the alleged meter issue started on twenty two days earlier. The patient did not take any actions related to diabetes treatment as a result of the meter issue. The patient denied receiving medical intervention and was not tested on another device. After the alleged meter issue began, the patient developed symptoms of blurred vision. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient reportedly developed symptoms which can be suggestive of hyperglycemia or hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.